Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid.

Event description:
It was reported that the device had an impedance alarm for low right ventricular (rv) impedance measurement of 0 ohms for the pace/sense conductors. It was noted that all of the raw measured values for the pace/sense conductors are zero which are clearly false values. The device was reprogrammed and remained in use while waiting to be changed out with a new device. The device was then later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Offsite analysis confirmed that the reported low rv lead impedance failure. However, the device functioned nominally with regards to pacing output, high voltage lead impedance, viz pulse, regulated supplies, and reference voltages, and current drain. After the device incurred a hard por, the failure mode was no longer present and could not be reestablished. The cause of the reported failure was not determined. Analysis of the device memory indicated the lead impedance data was missing/invalid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.